Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of less than 200 ohms. The patient had been referred to their clinic for follow up. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the rv lead was fractured. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of less than 200 ohms. The patient had been referred to their clinic for follow up. No adverse patient effects were reported. The lead remains in service.